Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box b and box d. The following correction has been corrected in this report. In box b: the event date has been corrected. In box d: product brand name has been corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging they have pain when they inhale, she gets hurt. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an light dust contaminant at the air inlet of the blower box, until white foam in the blower box. They observed no visible damage or functionality failures of the device. The manufacturer observed the device's downloaded logs were reviewed by the manufacturer. There were 2 errors present. The manufacturer concludes there was not able to confirm the complaint or address the symptoms specified.